Event description:
It was reported that during a surgical procedure at the user facility, the device fell apart after reaming had taken place. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure of missing components was confirmed by the repair technician through visual inspection. The technician noted the set screw and one pin were missing. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure at the user facility, the device fell apart after reaming had taken place. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.